Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (128-fxxx) issue. It was reported that the pump emitted multiple cs 128 replace battery alarms. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up # 1 date of submission 9/08/2016. Device evaluation: the device has been returned and evaluated by product analysis on 8/10/2016 with the following findings: a review of the pump¿s black box data showed no evidence of ¿cs128-fxxx¿ call service alarms; the secondary code ¿fxxx¿ is defined as a 5v motor power supply fault. The pump history showed evidence of short battery life which was illustrated on (B)(6) 2016 with a 10 count voltage drop leading to ¿cs 128¿ call service alarm. During visual inspection of the pump, it was observed that the battery compartment was cracked and there was evidence of moisture corrosion observed in the battery canister. A leak test was performed and failed due to a battery compartment leak. The returned battery cap was able to fit securely onto the pump. The pump¿s ¿ez-prime¿ steps were performed correctly but all the current readings were above specification. The pump¿s cover was removed and there was further moisture corrosion found to the main board power supply circuits. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.